Event description:
It was reported that during implant of the pulse generator, the rate at which the device issued therapy had increased beyond programmed settings. Atrial pacing was also observed when the atrial channel had been disabled. At the end of the procedure, normal functionality had resumed. The device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.